Event description:
While performing bench repair service for the device, it was identified by an authorized support engineer that the display bezel internal stand offs are broken. The device was sent in for bench repair. Upon evaluation of the device, the reported issue was confirmed and the cause was traced to a faulty bezel assembly kit. The part was ordered for replacement to resolve the noted issue. Based on the conclusion of the bench evaluation, it was determined that this was a malfunction of the bezel assembly kit. The replacement of the defective part in bench repair was confirmed to resolve the reported issue. Device functions are working correctly. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.